Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. With assistance from technical support, the caller successfully loaded a new cartridge following the proper technique and was able to resume insulin therapy.